Manufacturer narrative:
Conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "could not be fired" during surgery. The instrument was returned in good condition. The returned cartridge had the middle alignment finger and lockout tab broken off. No conclusion could be reached as to how this damage occurred. The instrument was cycled, fired, cut, and formed the staples within design spec. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Comments: each instrument is evaluated during the assembly to ensure functions properly.

Event description:
During an unknown procedure, it was reported by the rep. The device could not be fired. There was no consequence to the pt.